Event description:
It was reported that this right atrial (ra) lead was explanted due to pocket erosion. No new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)